Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter.

Event description:
It was further reported that the cause of the event was wound dehiscence resulting in the explant of both the pump and catheter. ¿ddd¿ was noted on (B)(6) 10, 2013 but it was unclear if this was a test or test results. This patient did require hospitalization and reportedly the wound vac was still in place as the patient was still healing.

Event description:
A representative reported that the patient had cerebrospinal fluid leaking around the catheter, and it filled up the pump pocket. They thought there were ¿purse strings on everything¿ but the patient continued to have leakage around the catheter down to the pump site. It was also noted that the patient had their staples removed yesterday and the pump pocket incision dehisced. The representative believed the site was open and the physician was ¿just going to take the pump and the catheter out¿. The physician said he wanted to tie off the catheter instead of removing it because of the csf leakage. The physician then reported that he could not take a chance, so he was going to taking out the patient¿s catheter and ¿hope it did not leak.¿ they further stated they would try tying it down because they did not have many other choices. They confirmed the patient had a csf leak since the implant on (B)(6) 2013 and it ¿doubled the size of the pocket.¿ they confirmed they thought it traveled along the catheter path back into the front pocket. They did not want to open up the pocket of csf. The physician stated they performed a blood patch to try to stop the flow of csf, and after they did that the ¿pocket stopped accumulating fluid and then it started to convulsion the back wound where the catheter was inserted as well as the pocket started to go down with pressure¿. They stated it was leaking out of the pocket incision that broke down, and that¿s where it was leaking from. The patient was noted to have had a difficult time moving ¿straight across the bed¿ and tore the wound that just healed. The physician stated the patient wanted him to try to tie the catheter off so they could go back in an access it again; that they would splice and put a new pump in the abdomen rather than in the buttock. The patient was going to have a wound vac put on him to try to get him healed. The medication used within the system was prialt. It was later reported the pump was removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).